Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed while adjusting parameters for the patient. Per the physician, there is no problem with the lead. An unspecified adverse was also reported and noted to be related to the stimulation. Clarification on the unspecified adverse event indicated the event to be occasional yawning. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was received that the patient (pt) has not yet been scheduled for surgery and that the physician did not find any anomalies with the pt.'s x-rays, but did suspect that the lead was fractured (not visibly). No other relevant information has been received to date.

Event description:
Additional vns data and product information were provided.